Manufacturer narrative:
The device was not returned for evaluation, however, x-rays provided by the surgeon reveal an empty space between the magnet and the distraction rod. This indicates that the distraction rod has broken away from the magnet. This failure mode is typically associated with a locking pin failure. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a locking pin failure was noticed. It is unknown if a revision procedure will be performed.